Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer's blood glucose was 300 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin as his blood glucose level did not drop after test. The customer was assisted with programming the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.